Event description:
It was reported that the large volume pump module had a channel error. After follow up, it was reported that the event occurred on 11/19/23 and was running maintenance IV fluids at 90 ml/hr when the channel error occurred at 0854. Per customer's third party investigation, it was found that the air-in-line sensor needed to be replaced and once replaced the unit passed specifications. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the large volume pump module had a channel error. After follow up, it was reported that the event occurred on (B)(6) 2023 and was running maintenance IV fluids at 90 ml/hr when the channel error occurred at 0854. Per customer's third party investigation, it was found that the air-in-line sensor needed to be replaced and once replaced the unit passed specifications. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.